Event description:
For the last few months, the patient has had good control for 2 weeks after pump refill and then experiences flu like symptoms and increased pain. The hcp has been bringing the patient back for pump refills 2 weeks early. The patient is receiving morphine sulfate 50mg/ml at 16.8mg/day.